Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). (B)(4).

Event description:
It was reported that (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvc's) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade that required pericardiocentesis. During ablation phase, there was a drop in the patient¿s blood pressure, a cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis yielded 100cc of fluid from the pericardial sac. Patient fully recovered with no residual effects. The patient stayed overnight in the hospital for observation. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was a combination of catheter manipulation and patient¿s anatomy. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a bard transseptal needle, there¿s no information regarding the sheath used. Generator was in power control mode, there¿s no information regarding the temperature and impedance values, ablation time and last ablation cycle time at the site of injury. The patient received an unknown anticoagulant during the procedure with activated clotting time (act) of 300-350 seconds.